Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient's pump was explanted along with the sutureless connector and mesh pouch on (B)(6) 2017. During the procedure, the end of the severed catheter was then occluded with medium vascular clips and 0 silk ligature. No csf (cerebrospinal fluid) was observed from the distal end of the catheter. It was noted there were no complications. The indication for the procedure was provided as "nonfunctioning intrathecal infusion pump."